Event description:
On 8/2/96 a thoracic epidural catheter was placed into the t7-t8 space under direct vision and advanced to 8 cm into the epidural space intraoperatively during a posterior spinal fusion with instrumentation and iliac crest bone graft procedure. Intraoperatively, the epidural catheter was sutured into place into the skin. On 8/5/96, when a physician attempted to remove the catheter after cutting the suture, the catheter fractured and only a small portion presented, leaving approx 10 cm of retained catheter. An attempt was made to remove the retained catheter under fluoroscopy guidance but this was unsuccessful due to the catheter not being radiopaque. Therefore, the pt was taken to or when the catheter was removed.